Event description:
"It was reported 7mm balloon angioplasty was performed of the brachial vein above the shunt anastomosis. At that point, the balloon ruptured and the tip of the balloon, with a marker, migrated through the site and is attached to a previously placed right proximal subclavian stent. The fragment is too small to cause any problems at this point. No intervention was performed."